Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged towards the center with struts on one row lifted distally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged side and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the stent was withdrawn, it was noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.25 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, when the stent was withdrawn, it was noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.